Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula. The patient had high blood glucose level for which she took several boluses but blood glucose did not come down. Therefore, the patient went to emergency room with blood glucose level of over 1000 mg/dl. During hospitalisation, the patient had to be resuscitated. The patient was in hospital for one month and two weeks on ventlator. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.